Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis, vomiting, and blood glucose level of 577mg/dl. Reportedly, the pump battery was depleting quickly which resulted in the pump shutting down. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.